Event description:
Ous MDR - lead dislodgement with decrease in ventricular sensing and increase in pacing threshold. Ventricular lead was repositioned with normal values.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.